Event description:
It was reported that the zimmer meshgraft ii was not meshing the graft but rather shredding the graft. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is completed.